Event description:
Patient reported that the one touch profile meter kept giving the retest message. This issue was not resolved with troubleshooting. Patient also reported that the checkstrip test failed five times and the "m" button did not move through the set-up options. There was no adverse event or serious injury reported. No further clinical informaton was provided.